Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the half of the lip on the reservoir housing where reservoir was screwed into the insulin pump was broken off. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that the rubber gasket could get caught while trying to screw the reservoir into the insulin pump. The device will not be returned for analysis.